Event description:
It was reported that the patient presented due to an alert and the right ventricular (rv) lead trend showed had an increase in rv lead impedance. Therefore the rv lead will be closely monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented due to an alert and the right ventricular (rv) lead trend showed had an increase in rv lead impedance. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: there were two patient alerts for right ventricular (rv) pace lead impedance (z) on (B)(4) 2013 and (B)(4) 2013. Weekly pace lead trend data shows an increase for min max ventricular (v) pace = 680 to 2032 ohms peak between (B)(4) 2012 and (B)(4) 2013. (B)(4).